Event description:
During the laparoscopic procedure, dr. [Redacted] and the scrub techs noticed that the olsen cholangiogram grasper screw came off inside the patient. All three personnel identified the issue and were able to find the screw and took it out of the patient. The grasper had another screw, which was attached to the grasper. Rn (registered nurse) brought a sterile olsen cholangiogram grasper from spd [sterile processing department], and the md (medical doctor) compared the broken one to the newly open one, and made it certain, that nothing other than the screw that came out.